Manufacturer narrative:
B5 event description updated f10 impact codes updated h6 impact codes updated.

Event description:
It was reported implant fabric damage and a leak occurred. In march 2023, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). In june 2023, transesophageal echocardiogram (tee) revealed the closure device had not endothelialized. Damage to the fabric of the closure device was identified and a leak through the damaged fabric of the closure device was present. No patient complications were reported. It was further reported that post procedurally the patient was instructed to discontinue anticoagulant medication and begin mono antiplatelet therapy.

Event description:
It was reported implant fabric damage and a leak occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, transesophageal echocardiogram (tee) revealed the closure device had not endothelialized. Damage to the fabric of the closure device was identified and a leak through the damaged fabric of the closure device was present. No patient complications were reported.